Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens was contaminated and there was no patient contact with the lens. Additional information was received, and it was learnt that the contamination was observed while removing lens from the outer package as the inner pouch had a small hole. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/14/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned pcb00 device was received in the original folding carton. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic were observed in the device. The lens is stuck in cartridge. The customer indicates there was a small hole in the inner pouch noticed while removing from outer package. Dfu z311134p, tecnis itec preload pcb00,1st revision a includes the following: caution: do not use the tecnis itec preloaded delivery system if the package has been damaged. The sterility of the tecnis itec preloaded delivery system and/or the lens may have been compromised. The customer did not return any pouch for evaluation. The reported issue was not confirmed. A product quality deficiency could not be determined. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.